Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) defibrillation lead was surgically abandoned and replaced due to high pace impedance measurements. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead was surgically abandoned and replaced due to high pace impedance measurements. No additional adverse patient effects were reported. Additional information received reported that this right ventricular (rv) defibrillation lead had exhibited a sudden change in pace impedance measurements from 425 ohms to intermittently high, out-of-range pace impedance measurements greater than 2,500 ohms. Lead-to-header connections were checked and x-rays revealed lead fracture. No additional adverse patient effects were reported.